Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Subsequently, the customer experienced diabetic ketoacidosis (dka). In an attempt to correct for the dka it was reported that the customer experienced a blood glucose (bg) level of 30mg/dl. Reportedly, the cause was unknown, however, customer's continuous glucose monitor was not available due to an unspecified non-tandem issue, and the pump reverted to customer's personal profile settings. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, consumption of carbohydrates, and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified; however, functional/duplication testing was performed, and no failure was identified related to the reported low bg issue.